Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot that contributed to this event. A review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery (rca). The indeflator was being used to inflate a balloon dilatation catheter (bdc) for a percutaneous coronary intervention (pci); however the indeflator did not work properly. The gauge was abnormal after about 10 atmospheres was applied and stable pressure was not transmitted. The handle was noted to be hard to turn. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.